Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 08/02/2023; however, the correct date is 08/01/2023. B5: upon follow-up, it was confirmed that the route of administration with vancomycin and ceftazidime treatment was intraperitoneal. On an unknown date, the patient was discharged and recovered from abdominal pain and fever. At the time of this report, antibiotic treatment was discontinued and the patient has recovered from peritonitis 20 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and recovering from the events. Pd therapy was ongoing. No additional information is available.